Event description:
It has been reported to philips that the wired footswitch intermittently did not trigger x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned to use the wired footswitch. A philips field service engineer (fse) visited onsite and confirmed the reported problem. The fse found that the cable of the wired footswitch was broken causing it to fail sporadically. The fse replaced the wired footswitch to resolve the issue. After that, the system was returned to good working condition and was ready for clinical use. The wired footswitch was returned for analysis and the failure was confirmed due to a defective cable. The codes were updated based on the investigation outcome.